Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips that there was an ECG malfunction. There was no reported of patient involvement / adverse patient impact.